Event description:
Reportedly,this stent was used in the sfa with antigrade approach with an 8fr sheath.went to balloon open stent to place it,then noticed that there was no stent left behind.an x ray of the patient's leg showed that the stent had come off the balloon and was still in the sheath.so the entire system was removed with the unexpanded stent and another self expanding stent was then deployed instead without issue.no patient injury.